Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited superior vena cava (svc) and rv coil impedance measurements that were high and undefined. The lead was capped and replaced. No patient complications have been reported as a result of this event.